Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable defibrillation lead, implanted with another manufacturer's device, exhibited low impedance measurements. An invasive procedure was performed to replace this lead. During the procedure it was noted this lead and the right atrial (ra) lead were fibrosised together. While attempting to removed this lead the ra lead became dislodged. Both leads were successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was returned severed in seven pieces. The pieces were noted to be stretched, torn, and twisted. This damage is consistent with damage induced at explant. Resistance tests were completed on the terminal segment to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory analysis found no anomalies other than the damage consistent with damage from the explant procedure.